Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, after hosp discharge, the pt was readmitted with numbness and weakness of the left hand. A CT scan of the head showed a possible small cortical infarct. The pt improved rapidly with all symptoms resolving within 24 hours. A CT scan taken 3 days postprocedure, was negative; however, additional info received indicates that the event was a minor, ipsilateral, ischemic stroke. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Ischemic strokes are known potential adverse events associated with the use of carotid stents as stated in the xact instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformities associated with this lot number.